Event description:
It was reported that shaft break occurred. The 12mm x 2.00mm nc quantum apex balloon catheter was advanced to the target lesion but the shaft of the catheter was kinked. The device was removed from the patient's body and the physician attempted to straighten the shaft, however it broke more than 15cm from the hub. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).